Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system went out swimming in a lake and got shocked three times, right after jumping in a cannon ball position. A review of the episode noted intermittent noise, intermittent wandering baseline and a significant change in variability. The patient was admitted in the hospital and device auto setup failed in primary and secondary passing both in alternate. The patient was noted to have a high body mass index. Noise was able to be reproduced when patient does cannon ball position. An x ray revealed possible tip of electrode migrating over into pectoral area adipose tissue. Technical services (ts) was consulted, discussed possibility of primary position and check latitude transmission in a few days to check sensing and mentioned it is physician discretion if a defibrillation threshold (dft) test should be performed. This s-ICD system remains in service. No additional adverse patient effects were reported.